Manufacturer narrative:
The reported events of loss of capture, sensing p-wave amplitude variation, and high pacing threshold were not confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right atrial lead exhibited loss of capture and decreased sensing amplitudes. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.